Manufacturer narrative:
All available information was investigated and the reported issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided and the returned device analysis a conclusive cause for the reported leak cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced filed under a separate medwatch report number.na.

Event description:
This is being filed to report the leak requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During insertion of the steerable guide catheter (sgc), an air bubble was observed in the hemostasis valve. Aspiration was performed when a leak was noted on the valve and air was coming in. The sgc was removed and replaced with a new one. During preparation of the clip delivery system (cds), one gripper would not lower. Troubleshooting was performed however unsuccessful therefore the cds was not used. Another clip was used, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.